Manufacturer narrative:
The valve and catheter were returned for evaluation. The investigation of the returned valve and catheters did not confirm the problem reported by the customer. The lot number for the valve is 330524 serial number (B)(4), product code ns5053. The lot number for the catheters is unknown, product code 82-3072. -the position of the cam when valve was received was 180mmh2o. The valve was visually inspected, needle holes were noted in the rickham reservoir, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested; only leaked from the needle holes in the rickham reservoir. The valve was reflux tested, the valve passed the test. The valve was tested for programming and the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve with product code ns5053, with lot number 330524, conformed to the specifications when released to stock on the 3rd april 2013. Review of the history device records for the catheters was not possible as the lot number was unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. No problem was found with the valve or the catheters. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
E-mail received from the sales rep informed that: "customer reported that a vp shunt was replaced due to malfunction, unknown reason. Replaced implant with new implant". Please send warranty replacements to the customer.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.